Event description:
Medtronic received information that prior to use, the customer reported the custom pack was set up and primed. During recirculation, an anesthesiologist was walking by and his scrubs were soaked by a fine jet of prime solution from the venous sampling line. A hole was discovered near the male luer. It was under high pressure and spraying out of the defect. The line was replaced and the case was completed without incident. There was no patient involvement so no adverse effect occurred. Additional information: the customer did not record the lot number of the custom pack (the event was much earlier and had not been reported). The same leak did not appear in other packs. There was no visible air in the system/tubing. It was under high pressure and spraying out of the defect.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a tear/hole in the tubing at the luer/tubing connection. Pressure in tegrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the tear/hole. Reason for return was confirmed. Conclusion: complaint can be confirmed for damaged component. An analysis of the product shows damage on the tubing connected to the luer. After evaluation the cause of this complaint could not be determined; though, the production personnel were notified of this event to be aware of this condition. Review of the device history record could not be completed as there was no lot number provided for the event. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.